Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 403 mg/dl. The customer feels okay to troubleshoot. The customer was not using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. It was stated that there was loss of communication between pump and transmitter. The transmitter did not communicate due to an incorrect device serial number. The insulin pump will not be and transmitter was returned for analysis. Frn-unk-rsvr, unomed set.